Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced in b5 are filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to a transaortic valve replacement (tavr) procedure, suture placement was attempted in the right common femoral artery using a proglide device. The arteriotomy was 6f. Reportedly, the footplate would not retract with three proglide devices. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foot retraction problem was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Twenty-two, sterile proglide devices with part# 12673-03 and lot# 50623k1 were returned for evaluation. Visual and functional testing was successfully performed with no malfunction noted.